Event description:
The following has been reported: biomed reported: pump boots up without error. No external damage. Cleaned pump, pins appear to be moving freely. However, pump will not recognize known good blood line set. Pump accepts single line set but still won't allow to run/program the secondary line. Switching back to the blood set, it still throws a mis-load message. Rebooted and still not working. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.